Event description:
During care, ventilator screen black and non-responsive. However, it was still appropriately ventilating patient. Respiratory therapy assisted with changing patient's ventilator out. Malfunctioning ventilator sent to ce for investigation. No patient harm.